Event description:
The customer reported their coulter lh 500 hematology analyzer instrument leaked at the needle; however, the leak was contained inside the unit. Fluids associated with this event: blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched and cleaned tube forward sensor. The fse did not find any signs leak in needle area. Root cause of the leak is unknown.

Manufacturer narrative:
(B)(4).